Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. In addition, a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer loaded cold insulin into the cartridge. Customer reloaded the cartridge to resolve the issues. Customer¿s blood glucose level was 120-269 mg/dl.